Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported two 355ld trocars would not arm after several repeated attempts. Two more 355ld trocars were opened to complete the procedure without difficulty. There was no consequence to the pt.